Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30mg/dl. The cause was unknown. Subsequently, customer was hospitalized. Bg was treated with glucagon injections, intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.